Event description:
A report was received that the patient was unable to link the ipg with the charger after a recent revision (MFR report #: 3006630150-2018-00400). It was noted that the ipg was too deep and patient could not charge. The patient underwent a revision procedure wherein the ipg was repositioned to be more superficial. The patient was doing well postoperatively.